Event description:
The customer reported that the device was not charging.

Manufacturer narrative:
(B)(4): the customer reported that the device was not charging. The device was evaluated by philips and the symptom was verified. The issue was resolved by replacing the power supply.